Manufacturer narrative:
A ge representative did not evaluate the system. No ge service was performed, the customer corrected the problem.

Event description:
The customer reported, the system would not boot up. No pt injury was reported.